Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The internal blood leak was not visually observed and the machine did not alarm. Estimated blood loss was 100ml's. Pt had not adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.